Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('neurological conditions or problems: type: ocd bipolar disorder') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginitis, vulvovaginitis, left upper quadrant pain, uterine enlargement, uterine leiomyoma, ovarian cyst, hepatic vein stenosis, chronic cervicitis, multiparous (parity 2) and gravida ii. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), lip swelling ("rashes or skin conditions type: frequent swelling of lips"), dermatitis allergic ("rashes or skin conditions type: allergic reactions/ rash/skin condition"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision/eye problems type: changes in vision"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/lossspecify: weight gain50 lbs in one year"). In 2014, the patient experienced bipolar disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), obsessive-compulsive disorder ("neurological conditions or problems: type: ocd bipolar disorder"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: constant bloated stomach") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2016, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flases"), crying ("hormonal changes describe: crying"), dry eye ("vision/eye problems type: chronic dry eye"), abdominal pain upper ("stomach body ache"), abdominal pain ("abdominal pain") and hypersensitivity ("hypersensitivity"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexlansoprazole (dexilant), lamotrigine (lamictal) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved, the bipolar disorder, hot flush, crying, food allergy, urinary tract infection, fibromyalgia, lip swelling, dermatitis allergic, bladder disorder, urinary tract disorder, migraine, nausea, obsessive-compulsive disorder, allergy to metals, visual impairment, dry eye, fatigue, weight increased, abdominal distension, irritable bowel syndrome, alopecia and hypersensitivity outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, bipolar disorder, bladder disorder, crying, dermatitis allergic, dry eye, fatigue, fibromyalgia, food allergy, hot flush, hypersensitivity, irritable bowel syndrome, lip swelling, migraine, nausea, obsessive-compulsive disorder, pelvic pain, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 193 lbs number of proximal coils: 1 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Discrepancy in insertion date of essure :2012. Received treatment for pain, allergy, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: bulky appearance of uterus with coils in place. Hysterosalpingogram - on (B)(6) 2011: it was in place 3 months after placement, the fallopian tubes are not patent; in 2011: bilateral tubal occlusion in 2011. Ultrasound scan vagina - on an unknown date: slightly enlarged uterus, multiple myomas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: abdominal pain, hypersensitivity were added.outcome of event pain from unknown to recovered/resolved was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and bipolar disorder ('neurological conditions or problems: type: ocd bipolar disorder') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginitis, vulvovaginitis, left upper quadrant pain, uterine enlargement, uterine leiomyoma, ovarian cyst, hepatic vein stenosis, chronic cervicitis, multiparous (parity 2) and gravida ii. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), lip swelling ("rashes or skin conditions type: frequent swelling of lips"), dermatitis allergic ("rashes or skin conditions type: allergic reactions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), visual impairment ("vision/eye problems type: changes in vision"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain/lossspecify: weight gain50 lbs in one year"). In 2014, the patient experienced bipolar disorder (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), obsessive-compulsive disorder ("neurological conditions or problems: type: ocd bipolar disorder"), allergy to metals ("nickel allergy"), abdominal distension ("gastrointestinal or digestive system condition type: constant bloated stomach") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"). In 2016, the patient experienced food allergy ("allergic or hypersensitivity reaction type: food sensitivity"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flases"), crying ("hormonal changes describe: crying"), dry eye ("vision/eye problems type: chronic dry eye"), abdominal pain upper ("stomach body ache") and pain ("stomach body ache"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), dexlansoprazole (dexilant), lamotrigine (lamictal) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, bipolar disorder, hot flush, crying, food allergy, urinary tract infection, fibromyalgia, lip swelling, dermatitis allergic, bladder disorder, urinary tract disorder, migraine, nausea, obsessive-compulsive disorder, allergy to metals, visual impairment, dry eye, fatigue, weight increased, abdominal distension, irritable bowel syndrome, alopecia and pain outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, bipolar disorder, bladder disorder, crying, dermatitis allergic, dry eye, fatigue, fibromyalgia, food allergy, hot flush, irritable bowel syndrome, lip swelling, migraine, nausea, obsessive-compulsive disorder, pain, pelvic pain, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 193 lbs number of proximal coils: 1 on left cornua and 2 on right cornua, patient tolerated placement without difficulty. Discrepancy in insertion date of essure :2012 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: bulky appearance of uterus with coils in place. Hysterosalpingogram - on (B)(6) 2011: it was in place 3 months after placement, the fallopian tubes are not patent; in 2011: bilateral tubal occlusion in 2011.. Ultrasound scan vagina - on an unknown date: slightly enlarged uterus, multiple myomas. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine headache, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Events per pfs; hormonal changes describe: hot flashes, crying, allergic or hypersensitivity reaction type: food sensitivity, infection (bladder/ urinary tract/vaginal) type: uti, autoimmune disorder type of disorder: fibromyalgia, rashes or skin conditions type: frequent swelling of lips and allergic reactions, bladder or urinary problems or changes, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems type: ocd bipolar disorder, nickel allergy, pain, vision/eye problems type: changes in vision, chronic dry eye, fatigue, weight gain, gastrointestinal or digestive system condition type: constant bloated stomach irritable bowel syndrome, hair loss were added. Patient's medical history and treatment drugs were added. Essure insertion date was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. The reporter considered pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.